Manufacturer narrative:
Product investigation will not be performed since the catheter was not returned for analysis. The device history record (DHR) was reviewed. The DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system, model #: m-4800-01, serial #: (B)(4). Coolflow pump, model #: m-5491-02, serial #: (B)(4). Non-bwi medtronic quad. Non-bwi bard coronary sinus catheter. (B)(4).

Event description:
It was reported that the atrial fibrillation (afib) procedure for this patient was on (B)(6) 2013. This procedure was completed without complications. On (B)(6) 2014, the bwi field representative was notified that this patient was readmitted to the hospital several days ago. On (B)(6) 2014, the patient had an endoscopy procedure which confirmed an esophageal fistula. Upon request, additional information was provided on the event. The patient was readmitted on (B)(6) 2014. The event was life threatening. The damage was severe. The patient presented with a stroke, temperature and pericarditis . The patient was in the ICU in critical condition with maximal drips to maintain his blood pressure. His status was critical. The physician¿s opinion regarding the causality was that it was possibly device related. The procedure was pulmonary vein isolation (pvi).